Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that when the device was checked again, the shock impedance returned to normal values. The clinic plans to monitor the patient and there were no adverse patient effects. The device remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited low out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts advised further testing. The patient was brought in for further testing, however all measurements were within normal limits and the low shock impedance measurements could not be reproduced. This produce remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was explanted and returned from another manufacturer 11 months later. Available information indicates that the rv defibrillation lead remains implanted and in service.